Event description:
Customer reported a leak which led to autofocus failure.

Manufacturer narrative:
It was reported that a leak from the line from the sample filter to the pbv valve caused the autofocus to fail. Autofocus failure may lead to false low/false negative cells/sediment. No erroneous results were generated. No pt specimens were affected. No injuries reported. Customer was able to tighten fitting and replace the specimen filter to the pbv valve. System was operational.